Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n348453, implanted: (B)(6) 2013, product type accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient was seen at a new clinic on (B)(6) 2015 and has a reservoir volume of .2 ml. The patient was scheduled to come back in on (B)(6) 2015 for a refill. When the pump was interrogated ((B)(6) 2015) at the refill, the pump was in off state. Four messages were seen when the pump was interrogated on (B)(6) 2015; terminal event has occurred in the pump, hybrid trim parameters error, low reservoir alarm occurred and a non-critical memory error occurred. The patient did not hear the pump alarm. It was noted the patient had a previous fall in another state and was seen in a rehab facility due to the fall. The healthcare professional (hcp) planned to replace the pump. The patient did not have any change in their therapy. The pump was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient fell at went to a rehabilitation facility that was not familiar with managing pumps. As a result, the pump was not refilled and started to alarm. When the patient was seen by the hcp, the pump was empty at that point and was "fried". Various troubleshooting was performed (unable to provide specifics) and deemed unsuccessful. It was recommended that the pump be replaced. The patient became upset with the clinic following this event and did not return until (B)(6) 2015 for a medication re-check visit. The pump had not been replaced at this time and the reporter denied any imaging or exposure to radiation. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.